Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 450 mg/dl.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6)..